Event description:
Additional information received from consumer. It was reported that manufacturer representatice reprogrammed battery unit and resolved the break down in communication. It was further reported that replacement surgery was not required and the inability to communicate with ins had been resolved.

Event description:
Additional information received from the manufacture representative reported that they met with the patient and that the programmer was showing the configure ens screen. The rep was able to read the ins with the 8840 and confirmed that stim was on and programmed. The rep was able to clear the message and the programmer was functioning as intended. This resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient programmer could not communicate both with and without the antenna attached. When trying to connect to the ins, the splash screen would come up and then go back to the sync screen. A new programmer was sent to the patient but was also unable to communicate. The patient stated that they thought there was a problem with the implant. While troubleshooting the programmer showed a poor communication screen followed by a screen showing a hand holding an antenna and a dotted line down the stimulator. It was noted that the patient was able to charge the ins and that it was producing stimulation. The patient contacted their hcp who told them that they may need to replace the ins. Follow-up was conducted to obtain more information regarding the communication issue and possible ins replacement.